Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain (severe pressure especially during menses) / severe and persistent pain,stabbing pain') and autoimmune disorder ('autoimmune disorder or disease') in a 31-year-old female patient who had essure (batch no. 626220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nerve block (for cervical pain) on (B)(6) 2013, automobile accident in (B)(6) 2012, anemia in 2007, imaging procedure (for milk duct in armpit) on (B)(6) 2006, benign neoplasm in 2002, hemorrhoids in 2001, uti, multigravida, parity 4 ((B)(6) 2000; (B)(6) 2001; (B)(6) 2006; (B)(6) 2007), miscarriage (with first child, cord was wrapped around his neck), nonsmoker, non-alcoholic fatty liver, itchy scalp, vaginitis, flank pain, depression, neck pain, myofascial pain syndrome, spasm of muscle, hypertension, pyelonephritis, major depressive disorder, anxiety, endodontic procedure, loop electrosurgical excision procedure and lipoma. Previously administered products included for birth control: seasonal from 2004 to 2006, nuva-ring and ortho evra; for an unreported indication: botox, botox from (B)(6) 2015 and nora-be from 2006 to (B)(6) 2008. Concurrent conditions included overweight, drug allergy, allergic reaction to analgesics, allergic reaction to analgesics, drug allergy, itching, erythro papular rash, pruritus, seborrheic dermatitis, dysesthesia, dysfunctional uterine bleeding, throat pain, lipoma, chills, sweaty, weakness, numbness, nose congestion, muscle ache, neck pain, burning sensation, anemia, hypertension, pain ankle, swelling nos, fatigue and drug allergy. Family history included psychiatric disorder nos (father). Concomitant products included aciclovir (zovirax), amoxicillin;clavulanic acid (augmentin), anesthetics, cyclobenzaprine, diazepam;isopropamide iodide (valtrax), diclofenac, fluconazole, fluconazole (diflucan), ibuprofen, lidocaine, medroxyprogesterone acetate (depo-provera) since (B)(6) 2008, mupirocin (bactroban), oseltamivir phosphate (tamiflu), oxycodone and paracetamol (tylenol). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced back pain ("back pain") and abdominal pain ("abdominal pain (left sided stabbing)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced genital haemorrhage ("hemorrhaging"), coital bleeding ("bleeding after sex"), abdominal distension ("bloating (severe)/severe bloating to the point of looking as if you are 9 months pregnant"), abdominal pain lower ("cramping (massive) / left lower quadrant pain"), dyspareunia ("painful sex") and menorrhagia ("heavy periods with passing huge clot"). In 2008, the patient experienced urinary tract infection ("constant uti¿s (frequent) (bladder& kidneys)") with dysuria and bladder pain, feeling abnormal ("brain fog"), fluid retention ("fluid retention"), swelling ("swelling"), acne ("acne"), loss of libido ("loss of sex drive"), arthralgia ("joint pain (burning and aching)"), abdominal pain upper ("stomach pain"), gluten sensitivity ("gluten sensitivity (intolerance)"), bladder disorder ("bladder problems") and fatigue ("chronic fatigue"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In 2009, the patient experienced haemorrhoids ("worsened hemorrhoids (anus),(itching and burning)") with anal pruritus and anorectal discomfort, photosensitivity reaction ("light sensitivity") and headache ("headaches (throbbing behind eyes and ears)"). On (B)(6) 2010, the patient experienced pain in extremity ("left leg pain/it hurts to walk"). In 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced anaemia ("anemia"). In 2014, the patient experienced tooth disorder ("dental issues"). In (B)(6) 2016, the patient experienced bursitis ("bursitis of the hip (worsening hip/bursitis aggravating sciatic nerve)"). On an unknown date, the patient experienced kidney infection ("kidney infection"), autoimmune disorder (seriousness criterion medically significant), metal poisoning ("heavy mental toxicity poisoning"), general physical health deterioration ("rapid decline of health"), rash ("scalp rash/ scalp issues"), bacterial vaginosis ("bacterial vaginosis"), drug hypersensitivity ("drug allergy"), dizziness ("dizziness"), female sexual dysfunction ("sex related issues"), thyroid disorder ("thyroid"), depressed mood ("was feeling sad"), menstrual disorder ("worst cycle"), dyspepsia ("heartburn for over a week"), dysgeusia ("sour taste in my mouth"), thermal burn ("I recently burned my chest"), arthritis ("hip arthritis"), diarrhoea ("diarrhea"), renal pain ("kidney pain"), vulvovaginal pain ("vaginal pain"), tooth fracture ("teeth cracking/fillings in my tooth keep falling out"), urticaria ("hives"), allergy to metals ("nickel sensitivity"), allergy to animal ("allergies to animals"), migraine ("migraines"), menstruation irregular ("irregular periods") and depression ("depression"). The patient was treated with iron (iron complex), hip brace, massage, probiotics (yogurts)-suggest to see gastro, replaced fillings and surgery (essure removal). Essure treatment was not changed. At the time of the report, the pelvic pain, urinary tract infection, haemorrhoids, arthralgia, back pain, headache, abdominal pain and abdominal pain upper had not resolved and the genital haemorrhage, kidney infection, autoimmune disorder, coital bleeding, abdominal distension, abdominal pain lower, anaemia, tooth disorder, dyspareunia, feeling abnormal, menorrhagia, fluid retention, swelling, acne, weight increased, alopecia, loss of libido, photosensitivity reaction, bursitis, metal poisoning, general physical health deterioration, rash, bacterial vaginosis, drug hypersensitivity, dizziness, gluten sensitivity, bladder disorder, fatigue, female sexual dysfunction, thyroid disorder, depressed mood, menstrual disorder, dyspepsia, dysgeusia, thermal burn, arthritis, diarrhoea, renal pain, vulvovaginal pain, tooth fracture, urticaria, allergy to metals, allergy to animal, migraine, menstruation irregular and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, acne, allergy to animal, allergy to metals, alopecia, anaemia, arthralgia, arthritis, autoimmune disorder, back pain, bacterial vaginosis, bladder disorder, bursitis, coital bleeding, depressed mood, depression, diarrhoea, dizziness, drug hypersensitivity, dysgeusia, dyspareunia, dyspepsia, fatigue, feeling abnormal, female sexual dysfunction, fluid retention, general physical health deterioration, genital haemorrhage, gluten sensitivity, haemorrhoids, headache, kidney infection, loss of libido, menorrhagia, menstrual disorder, menstruation irregular, metal poisoning, migraine, pain in extremity, pelvic pain, photosensitivity reaction, rash, renal pain, swelling, thermal burn, thyroid disorder, tooth disorder, tooth fracture, urinary tract infection, urticaria, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she feels it weakened her immune system and brought back issues that only occurred once, some more than a decade old such as her hemorrhoids. She told her doctor that she believed the bloating and the stabbing pain and the constant uti¿s were due to essure because she never had those issues prior to essure . Extreme fatigue, massive cramping, severe bloating to the point of looking as if you are 9 months pregnant and diarrhea. Concerning the injuries reported in this case, the following feeling sad , heartburn, I recently burned my chest, hip arthritis were reported via social media: concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, coital bleeding, arthralgia, back pain abdominal pain diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: impression: bilateral essure devices with obstructed fallopian tubes. On (B)(6) 2008, hysterosalpingogram test was performed. X-ray of cervical spine on (B)(6) 2012 for cervical pain. MRI for cervical pain on (B)(6) 2012 and (B)(6) 2013. X-ray on (B)(6) 2012. Emg(electromyography) on (B)(6) 2012, for pain, numbness in arms / hands. MRI of foot on (B)(6) 2013, for pain, swelling, possible fluid retention in left foot. Ultrasound on (B)(6) 2014, on (B)(6) 2018 , blood test and celiac disease test MRI on foot (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: plaintiff fact sheet received. Events added- nickel sensitivity, allergies to animals, migraines, irregular periods, depression. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain (severe pressure especially during menses) / severe and persistent pain,stabbing pain') and genital haemorrhage ('hemorrhaging') in a 31-year-old female patient who had essure (batch no. 626220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nerve block (for cervical pain) on (B)(6) 2013, automobile accident in february 2012, anemia in 2007, imaging procedure (for milk duct in armpit) on (B)(6) 2006, benign neoplasm in 2002, hemorrhoids in 2001, uti, multigravida, parity 4 ((B)(6) 2000;(B)(6) 2001;(B)(6) 2006; (B)(6) 2007), miscarriage (with first child, cord was wrapped around his neck), nonsmoker, non-alcoholic fatty liver, itchy scalp, vaginitis, flank pain, depression, neck pain, myofascial pain syndrome, spasm of muscle, hypertension, pyelonephritis, major depressive disorder, anxiety, endodontic procedure, loop electrosurgical excision procedure and lipoma. On (B)(6) 2008, hysterosalpingogram test was performed. X-ray of cervical spine on (B)(6) 2012 for cervical pain. MRI for cervical pain on (B)(6) 2012 and (B)(6) 2013. X-ray on (B)(6) 2012. Emg(electromyography) on (B)(6) 2012, for pain, numbness in arms / hands. MRI of foot on (B)(6) 2013, for pain, swelling, possible fluid retention in left foot. Ultrasound on (B)(6) 2014, on (B)(6) 2018 , blood test and celiac disease test MRI on foot (B)(6) 2013. Previously administered products included for birth control: seasonal from 2004 to 2006, nuva-ring and ortho evra; for an unreported indication: botox, botox from (B)(6) 2015 to (B)(6) 2015 and nora-be from 2006 to february 2008. Concurrent conditions included overweight, drug allergy, allergic reaction to analgesics, allergic reaction to analgesics, drug allergy, itching, erythropapular rash, pruritus, seborrheic dermatitis, dysesthesia, dysfunctional uterine bleeding, throat pain, lipoma, chills, sweaty, weakness, numbness, nose congestion, muscle ache, neck pain, burning sensation, anemia, hypertension, pain ankle, swelling nos, fatigue, drug allergy, bladder infection, coughing, unable to urinate, constipation, frequent bowel movements, memory loss, heavy periods, dysmenorrhea and uterine bleeding. Family history included psychiatric disorder nos (father). Concomitant products included aciclovir (zovirax), amoxicillin;clavulanic acid (augmentin), anesthetics, cyclobenzaprine, diazepam;isopropamide iodide (valtrax), diclofenac, fluconazole, fluconazole (diflucan), ibuprofen, lidocaine, medroxyprogesterone acetate (depo-provera) since march 2008, mupirocin (bactroban), oseltamivir phosphate (tamiflu), oxycodone and paracetamol (tylenol). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced back pain ("back pain") and abdominal pain ("abdominal pain (left sided stabbing)"). In april 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In april 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), coital bleeding ("bleeding after sex"), abdominal distension ("bloating (severe)/severe bloating to the point of looking as if you are 9 months pregnant"), abdominal pain lower ("cramping (maassive) / left lower quadrant pain"), dyspareunia ("painful sex") and menorrhagia ("heavy periods with passing huge clot"). In 2008, the patient experienced urinary tract infection ("constant uti¿s (frequent) (bladder& kidneys)") with dysuria and bladder pain, feeling abnormal ("brain fog"), fluid retention ("fluid retention"), swelling ("swelling"), acne ("acne"), loss of libido ("loss of sex drive"), arthralgia ("joint pain (burning and aching)"), abdominal pain upper ("stomach pain"), gluten sensitivity ("gluten sensitivity (intolerance)"), bladder disorder ("bladder problems") and fatigue ("chronic fatigue"). In july 2008, the patient was found to have weight increased ("weight gain"). In 2009, the patient experienced haemorrhoids ("worsened hemorrhoids (anus),(itching and burning)") with anal pruritus and anorectal discomfort, photosensitivity reaction ("light sensitivity") and headache ("headaches (throbbing behind eyes and ears)"). On (B)(6) 2010, the patient experienced pain in extremity ("left leg pain/it hurts to walk"). In 2012, the patient experienced alopecia ("hair loss"). In september 2013, the patient experienced anaemia ("anemia"). In 2014, the patient experienced tooth disorder ("dental issues"). In july 2016, the patient experienced bursitis ("bursitis of the hip (worsening hip/bursitis aggravating sciatic nerve)"). On an unknown date, the patient experienced kidney infection ("kidney infection"), autoimmune disorder ("autoimmune disorder or disease"), metal poisoning ("heavy mental toxicity poisoning"), general physical health deterioration ("rapid decline of health"), rash ("scalp rash/ scalp issues"), bacterial vaginosis ("bacterial vaginosis"), drug hypersensitivity ("drug allergy"), dizziness ("dizziness"), female sexual dysfunction ("sex related issues"), thyroid disorder ("thyroid"), depressed mood ("was feeling sad"), menstrual disorder ("worst cycle"), dyspepsia ("heartburn for over a week"), dysgeusia ("sour taste in my mouth"), thermal burn ("I recently burned my chest"), arthritis ("hip arthritis"), diarrhoea ("diarrhea"), renal pain ("kidney pain"), vulvovaginal pain ("vaginal pain"), tooth fracture ("teeth cracking/fillings in my tooth keep falling out"), urticaria ("hives"), allergy to metals ("nickel sensitivity"), allergy to animal ("allergies to animals"), migraine ("migraines"), menstruation irregular ("irregular periods"), depression ("depression") and blepharospasm ("eyelid twitching"). The patient was treated with iron (iron complex), hip brace, massage, probiotics (yogurts)-suggest to see gastro, replaced fillings and surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, urinary tract infection, haemorrhoids, arthralgia, back pain, headache, abdominal pain and abdominal pain upper had not resolved and the genital haemorrhage, kidney infection, autoimmune disorder, coital bleeding, abdominal distension, abdominal pain lower, anaemia, tooth disorder, dyspareunia, feeling abnormal, menorrhagia, fluid retention, swelling, acne, weight increased, alopecia, loss of libido, photosensitivity reaction, bursitis, metal poisoning, general physical health deterioration, rash, bacterial vaginosis, drug hypersensitivity, dizziness, gluten sensitivity, bladder disorder, fatigue, female sexual dysfunction, thyroid disorder, depressed mood, menstrual disorder, dyspepsia, dysgeusia, thermal burn, arthritis, diarrhoea, renal pain, vulvovaginal pain, tooth fracture, urticaria, allergy to metals, allergy to animal, migraine, menstruation irregular, depression and blepharospasm outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, acne, allergy to animal, allergy to metals, alopecia, anaemia, arthralgia, arthritis, autoimmune disorder, back pain, bacterial vaginosis, bladder disorder, blepharospasm, bursitis, coital bleeding, depressed mood, depression, diarrhoea, dizziness, drug hypersensitivity, dysgeusia, dyspareunia, dyspepsia, fatigue, feeling abnormal, female sexual dysfunction, fluid retention, general physical health deterioration, genital haemorrhage, gluten sensitivity, haemorrhoids, headache, kidney infection, loss of libido, menorrhagia, menstrual disorder, menstruation irregular, metal poisoning, migraine, pain in extremity, pelvic pain, photosensitivity reaction, rash, renal pain, swelling, thermal burn, thyroid disorder, tooth disorder, tooth fracture, urinary tract infection, urticaria, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she feels it weakened her immune system and brought back issues that only occurred once, some more than a decade old such as her hemorrhoids. She told her doctor that she believed the bloating and the stabbing pain and the constant uti¿s were due to essure because she never had those issues prior to essure . Extreme fatigue, massive cramping, severe bloating to the point of looking as if you are 9 months pregnant and diarrhea. Concerning the injuries reported in this case, the following feeling sad , heartburn, I recently burned my chest, hip arthritis were reported via social media: concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, coital bleeding, arthralgia, back pain abdominal pain date(s) of removal: no (as per pfs) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: impression: bilateral essure devices with obstructed fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter added. Event added - eyelid twitching. Previously reported events of kidney infection and autoimmune disorder downgraded to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain (severe pressure especially during menses) / severe and persistent pain,stabbing pain') and genital haemorrhage ('hemorrhaging') in a 31-year-old female patient who had essure (batch no. 626220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nerve block (for cervical pain) on (B)(6) 2013, automobile accident in (B)(6) 2012, anemia in 2007, imaging procedure (for milk duct in armpit) on (B)(6) 2006, benign neoplasm in 2002, hemorrhoids in 2001, uti, multigravida, parity 4 (B)(6) 2000;(B)(6) 2001;(B)(6) 2006; (B)(6) 2007), miscarriage (with first child, cord was wrapped around his neck), nonsmoker, non-alcoholic fatty liver, itchy scalp, vaginitis, flank pain, depression, neck pain, myofascial pain syndrome, spasm of muscle, hypertension, pyelonephritis, major depressive disorder, anxiety, endodontic procedure, loop electrosurgical excision procedure and lipoma. On (B)(6) 2008, hysterosalpingogram test was performed. X-ray of cervical spine on (B)(6) 2012 for cervical pain. MRI for cervical pain on (B)(6) 2012 and (B)(6) 2013. X-ray on (B)(6) 2012. Emg(electromyography) on (B)(6) 2012, for pain, numbness in arms / hands. MRI of foot on (B)(6) 2013, for pain, swelling, possible fluid retention in left foot. Ultrasound on (B)(6) 2014, on (B)(6) 2018 , blood test and celiac disease test MRI on foot (B)(6) 2013. Previously administered products included for birth control: seasonale from 2004 to 2006, nuva-ring and ortho evra; for an unreported indication: botox, botox from (B)(6) 2015 to (B)(6) 2015 and nora-be from 2006 to (B)(6) 2008. Concurrent conditions included overweight, drug allergy, allergic reaction to analgesics, allergic reaction to analgesics, drug allergy, itching, erythropapular rash, pruritus, seborrheic dermatitis, dysesthesia, dysfunctional uterine bleeding, throat pain, lipoma, chills, sweaty, weakness, numbness, nose congestion, muscle ache, neck pain, burning sensation, anemia, hypertension, pain ankle, swelling nos, fatigue, drug allergy, bladder infection, coughing, unable to urinate, constipation, frequent bowel movements, memory loss, heavy periods, dysmenorrhea and uterine bleeding. Family history included psychiatric disorder nos (father). Concomitant products included aciclovir (zovirax), amoxicillin;clavulanic acid (augmentin), anesthetics, cyclobenzaprine, diazepam;isopropamide iodide (valtrax), diclofenac, fluconazole, fluconazole (diflucan), ibuprofen, lidocaine, medroxyprogesterone acetate (depo-provera) since march 2008, mupirocin (bactroban), oseltamivir phosphate (tamiflu), oxycodone and paracetamol (tylenol). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced back pain ("back pain") and abdominal pain ("abdominal pain (left sided stabbing)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), coital bleeding ("bleeding after sex"), abdominal distension ("bloating (severe)/severe bloating to the point of looking as if you are 9 months pregnant"), abdominal pain lower ("cramping (maassive) / left lower quadrant pain"), dyspareunia ("painful sex") and menorrhagia ("heavy periods with passing huge clot"). In 2008, the patient experienced urinary tract infection ("constant uti¿s (frequent) (bladder& kidneys)") with dysuria and bladder pain, feeling abnormal ("brain fog"), fluid retention ("fluid retention"), swelling ("swelling"), acne ("acne"), loss of libido ("loss of sex drive"), arthralgia ("joint pain (burning and aching)"), abdominal pain upper ("stomach pain"), gluten sensitivity ("gluten sensitivity (intolerance)"), bladder disorder ("bladder problems") and fatigue ("chronic fatigue"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In 2009, the patient experienced haemorrhoids ("worsened hemorrhoids (anus),(itching and burning)") with anal pruritus and anorectal discomfort, photosensitivity reaction ("light sensitivity") and headache ("headaches (throbbing behind eyes and ears)"). On (B)(6) 2010, the patient experienced pain in extremity ("left leg pain/it hurts to walk"). In 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced anaemia ("anemia"). In 2014, the patient experienced tooth disorder ("dental issues"). In (B)(6) 2016, the patient experienced bursitis ("bursitis of the hip (worsening hip/bursitis aggravating sciatic nerve)"). On an unknown date, the patient experienced kidney infection ("kidney infection"), autoimmune disorder ("autoimmune disorder or disease"), metal poisoning ("heavy mental toxicity poisoning"), general physical health deterioration ("rapid decline of health"), rash ("scalp rash/ scalp issues"), bacterial vaginosis ("bacterial vaginosis"), drug hypersensitivity ("drug allergy"), dizziness ("dizziness"), female sexual dysfunction ("sex related issues"), thyroid disorder ("thyroid"), depressed mood ("was feeling sad"), menstrual disorder ("worst cycle"), dyspepsia ("heartburn for over a week"), dysgeusia ("sour taste in my mouth"), thermal burn ("I recently burned my chest"), arthritis ("hip arthritis"), diarrhoea ("diarrhea"), renal pain ("kidney pain"), vulvovaginal pain ("vaginal pain"), tooth fracture ("teeth cracking/fillings in my tooth keep falling out"), urticaria ("hives"), allergy to metals ("nickel sensitivity"), allergy to animal ("allergies to animals"), migraine ("migraines"), menstruation irregular ("irregular periods"), depression ("depression") and blepharospasm ("eyelid twitching"). The patient was treated with iron (iron complex), hip brace, massage, probiotics (yogurts)-suggest to see gastro, replaced fillings and surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, urinary tract infection, haemorrhoids, arthralgia, back pain, headache, abdominal pain and abdominal pain upper had not resolved and the genital haemorrhage, kidney infection, autoimmune disorder, coital bleeding, abdominal distension, abdominal pain lower, anaemia, tooth disorder, dyspareunia, feeling abnormal, menorrhagia, fluid retention, swelling, acne, weight increased, alopecia, loss of libido, photosensitivity reaction, bursitis, metal poisoning, general physical health deterioration, rash, bacterial vaginosis, drug hypersensitivity, dizziness, gluten sensitivity, bladder disorder, fatigue, female sexual dysfunction, thyroid disorder, depressed mood, menstrual disorder, dyspepsia, dysgeusia, thermal burn, arthritis, diarrhoea, renal pain, vulvovaginal pain, tooth fracture, urticaria, allergy to metals, allergy to animal, migraine, menstruation irregular, depression and blepharospasm outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, acne, allergy to animal, allergy to metals, alopecia, anaemia, arthralgia, arthritis, autoimmune disorder, back pain, bacterial vaginosis, bladder disorder, blepharospasm, bursitis, coital bleeding, depressed mood, depression, diarrhoea, dizziness, drug hypersensitivity, dysgeusia, dyspareunia, dyspepsia, fatigue, feeling abnormal, female sexual dysfunction, fluid retention, general physical health deterioration, genital haemorrhage, gluten sensitivity, haemorrhoids, headache, kidney infection, loss of libido, menorrhagia, menstrual disorder, menstruation irregular, metal poisoning, migraine, pain in extremity, pelvic pain, photosensitivity reaction, rash, renal pain, swelling, thermal burn, thyroid disorder, tooth disorder, tooth fracture, urinary tract infection, urticaria, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she feels it weakened her immune system and brought back issues that only occurred once, some more than a decade old such as her hemorrhoids. She told her doctor that she believed the bloating and the stabbing pain and the constant uti¿s were due to essure because she never had those issues prior to essure . Extreme fatigue, massive cramping, severe bloating to the point of looking as if you are 9 months pregnant and diarrhea. Concerning the injuries reported in this case, the following feeling sad , heartburn, I recently burned my chest, hip arthritis were reported via social media: concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, coital bleeding, arthralgia, back pain abdominal pain date(s) of removal: no (as per pfs) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: impression: bilateral essure devices with obstructed fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain (severe pressure especially during menses) / severe and persistent pain,stabbing pain'), genital haemorrhage ('hemorrhaging'), kidney infection ('kidney infection') and autoimmune disorder ('autoimmune disorder or disease') in a (B)(6) year old female patient who had essure (batch no. 626220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nerve block (for cervical pain) on (B)(6) 2013, anemia in 2007, imaging procedure (for milk duct in armpit) on (B)(6) 2006, benign neoplasm in 2002, hemorrhoids in 2001, uti, multigravida, parity 4 ((B)(6) 2000; (B)(6) 2001; (B)(6) 2006; (B)(6) 2007), miscarriage (with first child, cord was wrapped around his neck), nonsmoker, non-alcoholic fatty liver and itchy scalp. Previously administered products included for birth control: seasonale from 2004 to 2006, nuva-ring and ortho evra; for an unreported indication: botox, botox from (B)(6) 2015 to (B)(6) 2015 and nora-be from 2006 to (B)(6) 2008. Concurrent conditions included overweight, drug allergy, allergic reaction to analgesics, allergic reaction to analgesics, drug allergy, itching, erythropapular rash, pruritus, seborrheic dermatitis and dysesthesia. Family history included psychiatric disorder nos (father). Concomitant products included aciclovir (zovirax), amoxicillin; clavulanic acid (augmentin), anesthetics, diazepam; isopropamide iodide (valtrax), fluconazole, fluconazole (diflucan), lidocaine, medroxyprogesterone acetate (depo-provera) since (B)(6) 2008 and mupirocin (bactroban). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced back pain ("back pain") and abdominal pain ("abdominal pain (left sided stabbing)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), coital bleeding ("bleeding after sex"), abdominal distension ("bloating (severe)/severe bloating to the point of looking as if you are 9 months pregnant"), abdominal pain lower ("cramping (massive) / left lower quadrant pain"), dyspareunia ("painful sex") and menorrhagia ("heavy periods with passing huge clot"). In 2008, the patient experienced urinary tract infection ("constant uti¿s (frequent) (bladder& kidneys)") with dysuria and bladder pain, feeling abnormal ("brain fog"), fluid retention ("fluid retention"), swelling ("swelling"), acne ("acne"), loss of libido ("loss of sex drive"), arthralgia ("joint pain (burning and aching)"), abdominal pain upper ("stomach pain"), gluten sensitivity ("gluten sensitivity (intolerance)"), bladder disorder ("bladder problems") and fatigue ("chronic fatigue"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In 2009, the patient experienced haemorrhoids ("worsened hemorrhoids (anus), (itching and burning)") with anal pruritus and anorectal discomfort, photosensitivity reaction ("light sensitivity") and headache ("headaches (throbbing behind eyes and ears)"). On (B)(6) 2010, the patient experienced pain in extremity ("left leg pain/it hurts to walk"). In 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced anaemia ("anemia"). In 2014, the patient experienced tooth disorder ("dental issues"). In (B)(6) 2016, the patient experienced bursitis ("bursitis of the hip (worsening hip/bursitis aggravating sciatic nerve)"). On an unknown date, the patient experienced kidney infection (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), metal poisoning ("heavy mental toxicity poisoning"), general physical health deterioration ("rapid decline of health"), rash ("scalp rash/ scalp issues"), bacterial vaginosis ("bacterial vaginosis"), drug hypersensitivity ("drug allergy"), dizziness ("dizziness"), female sexual dysfunction ("sex related issues"), thyroid disorder ("thyroid"), depressed mood ("was feeling sad"), menstrual disorder ("worst cycle"), dyspepsia ("heartburn for over a week"), dysgeusia ("sour taste in my mouth"), thermal burn ("I recently burned my chest"), arthritis ("hip arthritis"), diarrhoea ("diarrhea"), renal pain ("kidney pain"), vulvovaginal pain ("vaginal pain"), tooth fracture ("teeth cracking/fillings in my tooth keep falling out") and urticaria ("hives"). The patient was treated with iron (iron complex), hip brace, massage, probiotics (yogurts) suggest to see gastro, replaced fillings and surgery (essure removal). Essure treatment was not changed. At the time of the report, the pelvic pain, urinary tract infection, haemorrhoids, arthralgia, back pain, headache, abdominal pain and abdominal pain upper had not resolved and the genital haemorrhage, kidney infection, autoimmune disorder, coital bleeding, abdominal distension, abdominal pain lower, anaemia, tooth disorder, dyspareunia, feeling abnormal, menorrhagia, fluid retention, swelling, acne, weight increased, alopecia, loss of libido, photosensitivity reaction, bursitis, metal poisoning, general physical health deterioration, rash, bacterial vaginosis, drug hypersensitivity, dizziness, gluten sensitivity, bladder disorder, fatigue, female sexual dysfunction, thyroid disorder, depressed mood, menstrual disorder, dyspepsia, dysgeusia, thermal burn, arthritis, diarrhoea, renal pain, vulvovaginal pain, tooth fracture and urticaria outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, acne, alopecia, anaemia, arthralgia, arthritis, autoimmune disorder, back pain, bacterial vaginosis, bladder disorder, bursitis, coital bleeding, depressed mood, diarrhoea, dizziness, drug hypersensitivity, dysgeusia, dyspareunia, dyspepsia, fatigue, feeling abnormal, female sexual dysfunction, fluid retention, general physical health deterioration, genital haemorrhage, gluten sensitivity, haemorrhoids, headache, kidney infection, loss of libido, menorrhagia, menstrual disorder, metal poisoning, pain in extremity, pelvic pain, photosensitivity reaction, rash, renal pain, swelling, thermal burn, thyroid disorder, tooth disorder, tooth fracture, urinary tract infection, urticaria, vulvovaginal pain and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: she feels it weakened her immune system and brought back issues that only occurred once, some more than a decade old such as her hemorrhoids. She told her doctor that she believed the bloating and the stabbing pain and the constant uti¿s were due to essure because she never had those issues prior to essure . Extreme fatigue, massive cramping, severe bloating to the point of looking as if you are 9 months pregnant and diarrhea. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. On (B)(6) 2008, hysterosalpingogram test was performed. X-ray of cervical spine on (B)(6) 2012 for cervical pain. MRI for cervical pain on (B)(6) 2012 and (B)(6) 2013. X-ray on (B)(6) 2012. Emg (electromyography) on (B)(6) 2012, for pain, numbness in arms / hands. MRI of foot on (B)(6) 2013, for pain, swelling, possible fluid retention in left foot. Ultrasound on (B)(6) 2014, on (B)(6) 2018 , blood test and celiac disease test. MRI on foot (B)(6) 2013. Concerning the injuries reported in this case, the following feeling sad, heartburn, I recently burned my chest, hip arthritis were reported via social media: quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received: case was updated from other event to incident. Pelvic pain was marked as an incident event. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.